Event description:
It was reported the patient experienced numbness and loss of motor function in his right arm and right leg following a lead revision surgery on (B)(6) 2014 (reference MFR report: 1627487-2014-12113 for lead revision). The patient's symptoms started 2-3 hours post-operative. The physician indicated the issues are likely due to the dissection of a large amount of scar tissue during the lead revision procedure. A myelogram and CT were done after symptoms started, and showed no blood clot or other abnormality. The patient was receiving effective stimulation post-operative. The patient's motor function in his leg improved after 24 hours. The patient was transferred to an acute therapy facility. Follow up information identified the patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.